Event description:
I have been receiving injections of synvisc - hylan- for my knees. In 2008, I rec'd my second injection -- in both knees -- and did okay until the following four days when I went for a walk, for a distance of approx eight blocks. By next morning, both my knees had started to swell and were extremely painful. By sunday, I could barely walk and was nauseous. My left knee's circumference had expanded from 12 inches to 13 inches while my right knee's circumference went from 12 inches to 16 inches. I called my dr on sunday and the answering svc forwarded me to his colleague, who advised me to keep my appointment with my dr two days later, and to see what could be done to relieve the swelling and nausea and pain. I am currently in so much pain that I can hardly walk and my ability to get up and down from a bed or a toilet is laughable. My swelling, nausea and pain can, as far as I can tell, only be related to injections of hylan. My knees were a bit painful before this incident, but now I am walking and acting like a little old lady. I am not a happy camper! Dose or amount: 8 mg/ml inj, 2 ml syringe. Frequency: 1/week for 3 weeks. Route: im. Dates of use: 2008. Reason for use: knee pain.